Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's downstream occlusion sensor bubbled up. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed damage to the tamper seal and lens and that the downstream occlusion sensor was bubbled. Functional testing involved visual inspection and sensor testing. Based on evidence and investigation, the complaint allegation was confirmed; however the investigation was not able to determine the source. One possible, but unconfirmed source was listed as probable chemical damage.